Manufacturer narrative:
In 2014, an evaluation was initiated due to the increase in the number of pseudoaneurysm cases being seen following the launch of bioglue in (B)(6). The probable root cause for the evaluation was inadequate training of the end user in (B)(6). Throughout 2014 and 2015 several meetings and training sessions were held in (B)(6) to train on proper bioglue usage. After the retraining, the evaluation effectiveness check found a statistically significant reduction in false aneurysm cases. In this particular event, the application of bioglue occurred prior to the retraining on the proper use of bioglue. Pseudoaneurysm formation is a know complication in standard surgical repair. A definitive lot number was not provided. A record of potential lots shipped to the hospital six months prior to implant indicated lot numbers 13mjx020, 13mjx021, and 13mjx028. A review of manufacturing records was performed for these lots and it was confirmed that at all records were controlled, available for review, and met all specifications per the device master records. No non-conformance's or deviations were associated with the event. No further action warranted. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, a patient underwent a total arch replacement for acute type a aortic dissection on (B)(6) 2014. Bioglue was applied to the proximal false lumen as well as proximal suture line, and the amount of bioglue was an "adequate amount (thickness: 1-2mm, depth: <2cm)." Felt was used to shape the cut end of aorta. A false aneurysm was found in aortic root during a CT scan in (B)(6) 2014. According to the distributor, as of (B)(6) 2016, "patient has been kept under follow-up. False aneurysm status at the time below: true lumen diameter: 44mm, aneurysm diameter: 19mm, second surgery tbd. Surgeon's comment: sae might be attributed to the use of bg. Patient information: male, age (B)(6)."

Manufacturer narrative:
Additional information received 04/11/2017: the hospital does not have record of the exact lot number. Lot numbers shipped to the hospital in the six months prior to implant include 13mjx020, 13mjx021, and 13mjx028. These three lot numbers will be investigated. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, a patient underwent a total arch replacement for acute type a aortic dissection on (B)(6) 2014. Bioglue was applied to the proximal false lumen as well as proximal suture line, and the amount of bioglue was an "adequate amount (thickness: 1-2mm, depth: <2cm)." Felt was used to shape the cut end of aorta. A false aneurysm was found in aortic root during a CT scan in (B)(6) 2014. According to the distributor, as of (B)(6) 2016, "patient has been kept under follow-up. False aneurysm status at the time below: true lumen diameter: 44mm, aneurysm diameter: 19mm, second surgery tbd. Surgeon's comment: sae might be attributed to the use of bg. Patient information: male, (B)(6)."

Manufacturer narrative:
This investigation is currently ongoing.  Any additional information will be provided in the follow-up report.

Event description:
According to the report, a patient underwent a total arch replacement for acute type a aortic dissection on (B)(6) 2014. Bioglue was applied to the proximal false lumen as well as proximal suture line, and the amount of bioglue was an "adequate amount (thickness: 1-2 mm, depth: <2 cm)." Felt was used to shape the cut end of aorta. A false aneurysm was found in aortic root during a CT scan in (B)(6) 2014. According to the distributor, as of (B)(6) 2016, "patient has been kept under follow-up. False aneurysm status at the time below: true lumen diameter: 44 mm, aneurysm diameter: 19 mm, second surgery tbd. Surgeon's comment: sae might be attributed to the use of bg. Patient information: male, (B)(6)."